Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown natural knee ii tibial component, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that in (B)(6) 2011 the patient reported pain and an MRI revealed cystic changes. During revision surgery, a large tibial cyst was found which required a bone graft. It is further reported that excess plastic wear debris was generated by the implant and funneled down through the screw holes of the baseplate of the implant and into the patient's tibia. The wear debris inside the bone triggered an autoimmune response and the patient's immune system ate away bone tissue from the inside out.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received to this complaint. Concomitant products: unknown natural knee ii femoral component, catalog #unk lot unk; unknown natural knee ii tibial component, catalog #unk lot unk; unknown natural knee patella component, catalog #unk lot unk. No product was returned; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and no lot identification was provided. Insufficient information provided in order to perform a compatibility check or a complaint history search. These devices are used for treatment. Operative notes for the revision surgery that took place on (B)(6) 2011 were provided for evaluation. The procedure was indicated for a painful right total knee with large tibial bone cysts as well as cystic changes of the distal femur. After the initial incision, the patellar component was removed as it was noted to being worn. The femoral component demonstrated erosive changes around the bone metal interface and was removed. The tibial bearing was removed and was noted to having backside wear. The tibial baseplate was removed as well and the tibial bone was noted to having a ¿large hole¿ in the proximal part of the tibia and was a part of a cystic complex that went halfway down the tibia. A bone plug was inserted in place of the bone. The components were cemented in place. After the cement had hardened a tibial bearing was put in place and the knee was put through a range of motion. The knee was noted to being stable and balanced through the range of motion and the patella tracking centrally. A definitive root cause cannot be determined with the information provided. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional information regarding the corrective action taken. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple mdrs have been filed for this event. Please reference: 1822565-2015-01531, 0001822565-2017-03314, 0001822565-2017-03316.